Event description:
Customer reporting 1 false positive sars result. Customer communicated the result was confirmed negative by pcr and other rapid test. Symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: unable to determine. Source: online review.